Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. Request had been made for this product to be returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The physician attempted to reposition the lead but the lead backed out of the vessel while suturing. The physician implanted a different lead in a different vessel and was successful. Additional information indicated that the lead exhibited high pacing threshold and dislodgement was confirmed via x-ray approximately a month following the initial implant. The lv lead was explanted and was replaced with a new lead. This lead will be returned back to laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided